Manufacturer narrative:
As reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) split open prematurely, exposing the sealant during insertion through the valve of a non-cordis sheath. The device was removed, and a new device from the same box was used to successfully close the patient¿s left common femoral artery access site. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach, and the deployer was mynx certified. Angiography verified femoral artery suitability including a 30¿45 degree insertion angle, the vessel diameter was confirmed to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was little peripheral vascular disease (pvd) or calcium at the puncture site. Hemostasis was achieved using another mynx vcd. The device was stored and prepared according to the instructions for use (IFU). The sterile package was opened by the circulating nurse, and the scrub technician removed the sterile tray and placed it on the sterile field for preparation. No excess force was applied during insertion. One non-sterile 6f/7f mynx control vascular closure device (vcd) involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found closed, with a cordis mynx syringe attached to the unit. The sealant was present in its manufactured position, fully covered by the sealant sleeves. Regarding the condition of the sealant sleeves, a kinked condition was observed. Additionally, a 6f non-cordis catheter sheath introducer (csi) was returned not inserted into the device. The balloon was deflated, and the core wire was present, while the atraumatic tip did not present any damage or abnormal condition. No additional anomalies were observed during this analysis. A dimensional analysis of the slit length could not be performed due to the kinked condition of the sealant sleeves, which impeded accurate measurement. However, the catheter working length was verified and found to be within the defined specification. The measurement was obtained using a calibrated ruler. A simulated deployment test evaluation was performed to ensure functionality. The unit functioned as intended, deploying the sealant and retracting the balloon accordingly. After the tension indicator was aligned by pulling the distal tip in the distal direction, button 1 and button 2 were depressed in the instructed sequence. The reported event of ¿sealant sleeves (cartridge assembly)-frayed/split/torn¿ was not observed through analysis of the returned device; however, there was a kinked/bent condition of the sealant sleeves noted, which was likely the condition experienced by the customer. Additionally, the reported event of ¿mynx control system-deployment difficulty-premature¿ was not observed since the sealant was still in its manufactured position and fully covered by the sealant sleeves. The exact cause of the issues experienced by the customer could not be determined during product evaluation. Based on the information available for review and the product analysis, it is difficult to determine what factors may have contributed to the issue experienced. However, procedural/handling factors (such as not supporting the distal end during insertion into the sheath), and/or access site vessel characteristics (there was little pvd at the access site) may have contributed to the damaged condition of the sealant sleeves noted during insertion. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggests that the failure observed could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the sealant sleeve of a 6f/7f mynx control vascular closure device (vcd) split open prematurely, exposing the sealant during insertion through the valve of a non-cordis sheath. The device was removed, and a new device from the same box was used to successfully close the patient¿s left common femoral artery access site. There was no reported patient injury. The device was used in an interventional procedure with a retrograde approach, and the deployer was mynx certified. Angiography verified femoral artery suitability including a 30¿45 degree insertion angle, the vessel diameter was confirmed to be greater than or equal to 5 mm, there was no vessel tortuosity, and there was little peripheral vascular disease or calcium at the puncture site. Hemostasis was achieved using another mynx vascular closure device (vcd). The device was stored and prepared according to the instructions for use. The sterile package was opened by the circulating nurse, and the scrub technician removed the sterile tray and placed it on the sterile field for preparation. No excess force was applied during insertion. The device will be returned for evaluation.